Event description:
The customer reported that the system displayed ma sensor errors during pt cases. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage tank was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.